Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the first implant was deployed and the second implant would not deploy. All was retrieved. It was replaced and while trying to get the device into place the surgeon bent the needle. It was removed from the patient. A third device was used and the first implant deployed but the second would not. The first implant remained unretrieved in the knee and the device was removed. The surgeon decided to change to an inside out meniscal repair and the case was completed.